Event description:
It was reported that the patient went to urgent care and was given an antibiotic due to fever. Swelling at the lead site was noted and the physician aspirated fluid from patients swollen incision site. Additional information was received that the patient tested positive for infection. The physician believed that the infection was not procedure related and unknown if it was related to the device. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI , upn: m365sc12320 , model: sc-1232 , serial: (B)(6), batch: 791272, UDI: (B)(4).

Event description:
It was reported that the patient went to urgent care and was given an antibiotic due to fever. Swelling at the lead site was noted and the physician aspirated fluid from patients swollen incision site.